Event description:
The patient reported that they had been getting laser treatments twice a week. This had been going on for the 5 weeks prior to the report. During one treatment they felt a "tinkling" in the implantable neurostimulator (ins) area when the laser was being used. Their doctor thought it was "not the laser interacting." This issue occurred during the most recent laser treatment which would have been at the end of june 2016 or early july 2016. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.